Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. Per the physician, the abbott stents did not cause the patient death as the patient was very sick and the procedure was known to be a high risk for the patient. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the physician noted that the abbott stents did not cause the patient death. The reported treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
N/a.

Event description:
It was reported that the 88 year old female patient presented in a poor condition with severe heart failure, difficulty breathing, small and narrow vessels with diffuse disease throughout the heart. The patient has a recent failed revascularization procedure at another hospital, so this revascularization procedure was noted to be at last option. Initially, the left anterior descending artery (lad) was treated with a skypoint stent and a 2.25x8mm non-abbott stent was implanted in the first diagonal; however, the lesion in the first diagonal artery restenosed within minutes. Attempts to open the 1st diagonal were unsuccessful. Next, the right coronary artery (rca) was treated. A 2.25x8mm xience skypoint stent was implanted in the proximal posterior descending artery (pda), followed by implantation of a 2.50x38mm xience skypoint in the mid rca and then a 3.00x12mm xience skypoint stent in the proximal ostial rca. Post stent implantation the 2.5x38mm xience skypoint stent implanted in the mid rca started clotting off. A non-compliant balloon was used to re-open the rca with intermediate success. There was blood flow in the rca, but the patient began to lose pressure, and went into ventricular fibrillation, so cardiopulmonary resuscitation was started. The patient was shocked and chest compressions were performed. A heart pump and pacing catheter were inserted. Additional balloons were used to attempt to re-open the rca as well as additional chest compressions. The patient never recovered from ventricular fibrillation and, after about an hour the patient expired. The patient's activating clotting time (act) was 266. Per the physician, the abbott stents did not cause the patient death as the patient was very sick and the procedure was known to be a high risk for the patient. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.